Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci prostate cancer procedure on either may 2005 or 2006. Procedure date is unknown. The legal document received alleges that the patient suffered the following injuries due to the da vinci surgery: bled profusely during surgery, robotic surgery aborted and a radical procedure was done to remove prostate, cancer came back.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the surgical complications experienced by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient reportedly experienced surgical complications while and after undergoing a da vinci surgical procedure.